Event description:
Boston scientific crm received information that this right ventricular (rv) lead exhibited a conductor fracture which was believed to be caused by clavicular crush. In a revision procedure, the distal portion of the lead was surgically abandoned and the proximal portion was explanted. A new lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory visual observations confirmed that only the proximal section of the lead was returned measuring 33 cm in length. There were set screw marks noted on terminal pin and ring. The coils were compressed at 12.3 cm from pin likely from use of a grasping tool. Analysis found that at the distal end of the returned lead portion, the insulation appeared slightly worn, both coils were slightly stretched and the ends appeared fractured. Analysis reveals the insulation was partially abraded and the conductor coils were found to be fractured; the type of damage and location is consistent with clavicle first/rib entrapment.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific crm received information that this right ventricular (rv) lead exhibited a conductor fracture which was believed to be caused by clavicular crush. In a revision procedure, the distal portion of the lead was surgically abandoned and the proximal portion was explanted. A new lead was successfully implanted. No adverse patient effects were reported.